Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. A 3.00x20mm taxus express2 stent was successfully implanted in the proximal left anterior descending artery (lad). Five years and seven months later, the pt presented with stent thrombosis. It was discovered that there was a blood clot in the distal end of the stent. The mid lad was totally occluded. Balloon angioplasty was performed and a 3.00x24mm veriflex stent was successfully deployed in the lesion. It was noted that the pt was on plavix when the stent thrombosis was discovered. No additional pt complications were reported with the pt's current condition listed as "okay".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.